Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic removal of remaining ovary and tube; due to sui, chronic pelvic pain, endometriosis. It was reported that following insertion the patient experienced pain, urinary problems, organ perforation, recurrence, bleeding, dyspareunia. (B)(4) ¿ urinary problems; undefined recurrence.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2013 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent excision of midurethral slingx2 and cystourethroscopy on (B)(6) 2014. It was reported that patient underwent complex burch cystourethropexy and cystoscopy on (B)(6) 2015.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, fistulae, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.